Manufacturer narrative:
The investigation has determined that a discordant, non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es reagent lot 6290 on a vitros xt 7600 integrated system. The result was discordant when compared to the result for the sample obtained using the vitros hs troponin I (hstni) assay. An assignable cause of the event could not be determined with the information provided. Based on historical quality control results, a vitros tropi es lot 6290 performance issue cannot be entirely ruled out as a contributor to the event. Additionally, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 6290 at, or below the url concentration of 0.034 ng/ml (ug/l) cannot be determined. As no precision testing has been performed on the vitros xt 7600 system to verify instrument performance upon request, an instrument related issue cannot be ruled out as a contributor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 6290.

Event description:
A field application specialist (fas), on behalf of a customer, contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a discordant, nonreproducible, higher than expected troponin I result obtained from a single patient sample using vitros immunodiagnostics products tropi es reagent on a vitros xt 7600 integrated system. The result was discordant when compared to the result for the sample obtained using the vitros hs troponin I (hstni) assay. Patient sample result of 0.300 ng/ml (above the acute myocardial infarct cutoff) vs. A vitros hstni result of<1.5 ng/l (below the acute myocardial infarction determination) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. However, the physician questioned the result, and no treatment was initiated, altered or stopped based on the result. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 614919.